Manufacturer narrative:
Na

Event description:
The caller stated that the neonate was tested on an inform ii meter with serial number (B)(4) and strip lot 474137 on (B)(6) 2015 with the following results: 52 mg/dl at 2:40 pm, 36 mg/dl at 9:02 pm, 23 mg/dl at 9:33 pm, and 31 mg/dl at 10:13 pm. The neonate was then transferred from the nicu to the nursery and was tested on an inform ii meter with serial number (B)(4) and strip lot 473386 with results of 50 mg/dl at 10:20pm on (B)(6) 2015. There was no treatment given to the neonate for either comparison values of 31 mg/dl and 50 mg/dl. The caller reported that further blood glucose values were obtained on the neonate on (B)(6) 2015 using the second meter and they were 48 mg/dl at 12:15 am, 39 mg/dl at 2:35 am, and 42 mg/dl at 3:40 am. There was no serious injury. The suspect device was requested to be returned and replacement product was sent. This medwatch is for the value of 50 obtained on the inform ii meter with serial number (B)(4). See the case with identifier for the (B)(6) for the medwatch for the value of 31 obtained on the inform ii meter with serial number (B)(4).

Manufacturer narrative:
The customer did not return the strips. The investigation was done using retention strips lot number 473386 with an expiration of 09/2016. The results showed that the customer allegation of questionable results was not substantiated.